Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer did not report impact to blood glucose level. The customer reverted to an alternate method in insulin therapy.